Manufacturer narrative:
The act, esc, and down arrow keys were unresponsive due to flattened button dome switches. There was no unlocked lcd keypad connector noted. The pump had cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the keypad was unresponsive. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.